Event description:
It was reported that during a ptca procedure, the physician was unable to retract the balloon catheter back into the guide catheter (6f). The entire system including the guide catheter was removed without incident. No patient injuries or complications occurred.